Manufacturer narrative:
This event involves a legal case in progress or potential litigation. The proprietary nature of the event may affect follow up efforts. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the u.s. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns.

Event description:
It was reported that the patient was taken to the hospital for inappropriate therapy from their device due to an apparent "malfunction". The patient continued to receive inappropriate therapy until the device battery was exhausted. The device was explanted and replaced. No further patient complications were reported as a result of this event.